Event description:
A system operator reports a patient with dlk (diffuse lamellar keratitis)/swelling following refractive surgery in the right eye. The swelling was noted at one day post-op. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. This report mailed in to FDA on: 08/29/2008.